Manufacturer narrative:
(B)(4). Additional information has been requested. This report will be updated should additional information be provided.

Event description:
Boston scientific received information that this patient's remote monitoring system sent an alert for out of range shock impedance. The patient's health care professional (hcp) contacted boston scientific technical services (ts) to review the data as all measurements appeared to be within acceptable parameters. Ts discussed alert functionality. The hcp discussed bringing the patient in for vector configuration testing to further assess. There have been no adverse patient effects. The lead remains in service.